Manufacturer narrative:
Product evaluation found the lens returned dry in a micro centrifuge vial. Visual inspection found the haptic bent and clear residue on lens. (B)(4).

Manufacturer narrative:
Bcva was 20/25 at last exam (B)(6) 2017). It is unknown why bcva decreased compared to baseline (20/20). (B)(4).

Manufacturer narrative:
PMA 510(k): this product is manufactured in the us, but not marketed in the us. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -6.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.